Event description:
It was reported that the patient's pump and catheter were explanted. The patient had presented with underdose symptoms including increased pain and a bad taste in her mouth. It was stated that there had been a break and leak in the catheter near the spine, though the leak was not associated with the anchor. Ten days later, it was reported that the patient recovered from the event without sequela. The drugs used in this system were fentanyl, hydromorphone, and prialt.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found. Final device analysis of the catheter revealed no significant anomalies. There was acceptable testing. A partial catheter was returned. Only the sutureless connector assembly and proximal catheter segment was returned for analysis. The distal segment that would show the alleged evidence of break or leak does not appear to have been returned. No significant anomalies were seen with the returned segment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.